Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information. D4 model no - additional information. D4 serial no - additional information. D4 lot no - additional information. D4 expiration date- additional information. D4 UDI - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information. H3a: device evaluated by mfg- additional information. H3 reason for non-evaluation - additional information. H4 device mfg date- additional information. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.